Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: quality record coordinator. The actual condition of the sample could not be determined as the actual sample was not available. Retention samples were visually inspected and confirmed free from any tilted cannula, bent cannula, or damage to the cannula that might lead to the complaint. Device history records and process checks confirm no nonconformity reports related to human error were issued during lot production. A total of fourteen (14) complaints were received from the previous two fiscal years to the present for the same issue where the cause was not identified related to our product and production process. The retention samples underwent a simulation test: the syringe with safety needle was punctured into the rubber cork. This was followed by a manual cannula bending test, where the needle was bent at a 45° angle from left to right forty times. Outcome: the needle remained intact, showing no breakage after repeated bending. The root cause of the complaint could not be identified to be related to our product or manufacturing process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot. Our cannula is supplied with raw material that complies with iso 9626, particularly on stiffness and breakage. We have a series of inspections from the needle assembly process to the outgoing process that check the conditions of the safety needles. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
The user facility reported that the involved needle detached during the injection process. The event occurred intra-operative. The patient was not injured during the event and medical/surgical intervention was not needed.